Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1 and 16 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to three charging cycles that resulted in two shock deliveries. Therefore, a sensing test was performed, and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The battery was not depleted. There was no indication of a device malfunction.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
Device explanted due to hm showed clear noise on recordings, sudden increase in pacing impedance, drop in sensing, and failed threshold measurements. Device delivered shocks due to the noise. Explant date is unknown. Should additional information become available, it will be added to this file.